Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 408 mg/dl at the time of the incident and the sensor glucose level was 60 mg/dl. The customer received a low sensor glucose alert in the middle of the night. The customer thought as it was a true low blood glucose and drank juice. The insulin pump will not be returned for analysis.